Event description:
(B)(6) alleged that the concentrator will only run for about 10 seconds then turn off. He is going to see if any leaks and call back if he needs a ra.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.